Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient experiencing swelling and pain in left knee after a knee arthroplasty.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona tibial component, part# unk lot# unk; unknown persona tibial bearing, part# unk, lot# unk. This follow up report is submitted to relay additional information: reported event is not confirmed. No devices were received; therefore the condition of the components is unknown. Review of device history records and complaint history could not be performed, as product identification is unknown. The root cause of the reported event could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565 -2017 -06355; 0001822565 -2017 -06356.